Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to an unspecified skin infection. On an unreported date, the patient was hospitalized for the peritonitis "for about a week and a half". The patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.